Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported by the customer's parent that the customer got hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 594 mg/dl at the time of the incident. The customer was at 540 mg/dl at the time of the call. The caller did not mention how the customer was treated. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The caller had previously reported occlusion alarms and motor error alarms that could not be cleared. Troubleshooting was not completed. The insulin pump will be returned for analysis. Frn-unk-rsvr. Unomed set.